Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that this event occurred during the trial, which was successful. The issue was a mistake, user error, by the patient. The patient messed around with the remote but it was fixed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having a software problem with the ins. No further complications were reported or anticipated.